Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient with a neurostimulator for failed back surgery syndrome and spinal pain who was prone to falling. It was reported that the lead was revised. Information was requested regarding the circumstances that led to the lead revision (cause), symptoms, and troubleshooting performed. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
The value of (B)(6) 2016 was incorrectly entered. The event date is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported what led to the lead revision was the patient falling and noticing they weren't getting stimulation in the areas they needed. An x-ray was performed which showed the lead had moved down a vertebrae. It was noted multiple reprogramming attempts were made prior to the revision.